Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 6000093-2007-02394. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain or coronary spasms occurred. The patient reports that he has experienced "chest pain or coronary spasms" that are "continual and worse" than prior to implantation of a 2.50x8 mm and 2.50x20 mm taxus express2 drug eluting stents. The patient reported he had spent time in the ICU immediately after implantation. Additional information requested from the physician, but was not provided.